Event description:
It was reported that prior to an unknown procedure, for the er320: before procedure, they tried to close the device. They found out that the clips were not fully closed. There were no adverse consequences for the patient. Two devices will be returning.

Manufacturer narrative:
(B) (4). (B) (4). Yielded jaw, malformed clip. Evaluation summary: the analysis results of the er320 instrument a found that it was received with the jaws yielded. The instrument was cycled and ejected the remaining nine clips due to the condition of the jaws. The instrument locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In addition as per the instructions for use "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "spit clips". We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the er320 instrument b found that it was received with the jaws yielded. The instrument was cycled and ejected the remaining nine clips due to the condition of the jaws. The instrument locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In addition as per the instructions for use "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "spit clips". We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # f9gc32; expiration date: 02/2014. Manufacturing date: 03/2009. Yielded jaw, malformed clip.